Event description:
It was reported that during cleaning and sterilization process, the fenestrated bipolar forceps was found to have melted tip. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a similar backup da vinci instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was found during cleaning and sterilization process. The instrument might not have been used at the operation, so no arcing was observed. There was no patient injury. Photographic images of the device(s) were provided for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage was found to the insulation of the conductor wire or to the conductor wire. Thermal damage between grips instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.